Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument had a tie rod broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument shaft and the instrument tip were not broken.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.